Event description:
It was reported that the md inserted the sheath via the pt's right femoral artery. As the md was removing the spring wire guide (swg) from the pt it "broke in two." The md saw the piece of swg "right under the skin" and was able to remove it. At this time the pt is being scanned for a possible fragment of the swg still in his body. If the scan reveals that a piece of swg still remains in the pt a vascular surgeon will be called. Per the md the swg did not fray, it broke into two pieces. There was no reported pt death. The pt was not injured. There was a delay which amounted to the time it took to remove the swg from the pt. Info received from the risk mgr stated "they have at least one of the pieces. Sounds as if they have decided no scan is needed, they are comfortable all is out." Further info received on (B)(6) 2011 from the risk specialist reported "I have discussed this with the fellow and he assures me the entire wire is out. They recovered the broken piece and the wire all the way back to j curve at the beginning of the wire. He says the x-ray showed no metal."

Manufacturer narrative:
(B)(4). Add'l info received on (B)(6) 2011 from the rn stated the swg broke when it was already pulled out of the pt. The insertion had been unsuccessful. Upon withdrawing the swg, the physician noted there was a piece that hadn't pulled out; it was sticking out of the skin. He then grabbed a piece with his fingertips and removed it. The pt was having a triple lumen inserted femorally. It was inserted later into a different site. The pt has suffered no ill effects. F/u report will be filed if add'l info becomes available.